Manufacturer narrative:
Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not turn due to jammed motor. Per service report, this complaint cannot be confirmed. However, there was a short circuit in the motor cable. The motor cable was replaced, the device was modified, tested and found to be fully functional. It is possible that the defective motor cable could have caused the device not to turn as expected. However, since the reported problem was not confirmed, a definite root cause for the issue that was experienced by the user cannot be determined. Also, with the available information, we cannot discern a root cause for the short circuit in the motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. (B)(4).

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpiece device had a jammed motor and would not turn. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.